Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior decompression and fusion surgery due to spondylolisthesis at l4-5. Intra-op, instrument broke approximately 1/3 of the way up the shaft upon insertion of devices into the pedicle. No fragment of the broken product remained in the patient. No patient symptoms or complications were reported. The procedure was completed using another instrument.

Manufacturer narrative:
Product analysis results: visually and optical inspection confirmed the instrument is broken approximately 70 mm from the base of the distal tip. No surface defect identified that could contribute to crack propagation. Microscopic examination of the fracture surface finds a fairly brittle fracture with a slight elevated shear lip with no indication of torsion or fatigue. This type of damage is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.